Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened button dome switches on all buttons. The keypad connector was fully locked. The unit was unable to perform functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests or verify the operating currents due to the unresponsive buttons. No blank display was noted. The following physical damage was noted: cracked lcd window, minor scratches on the lcd window, cracked casing at a display window corner, torn keypad overlay, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she replaced the insulin pump battery and the device was blank. The customer replaced the battery and the device turned back on. The patient's blood glucose at the time of incident was 270 mg/dl. Troubleshooting was initiated for physical damage the customer found on the insulin pump. The customer stated that the lcd screen was cracked and that there was a hole in the act button. The customer was unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.